Manufacturer narrative:
The quality investigation is complete.

Event description:
As per medwatch report: it was reported that during an above the knee amputation procedure, the blade broke in 2 pieces. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.